Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 5.0mmx40mmx80cm sterling balloon was selected for dilatation. During the procedure, the balloon ruptured after the second inflation at 14 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.